Event description:
A caller reported experiencing intermittent occlusion alarms. Customer¿s blood glucose (bg) level was displayed as "high"; although specific value was not provided on (B)(6) 2025. Elevated bg was addressed by correction bolus via pump and manual insulin injection. The issue was resolved by changing the infusion set and cartridge, allowing insulin delivery to resume.